Event description:
During attempted implant, the right ventricular (rv) lead failed to sense. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of sensing issue was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood. Examination did not find any anomalies. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device and the test df-4 connector sleeve. Dimensional analysis of the connector boot was within the product specification.